Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and the reported broken cable complaint was not confirmed. The returned product did not exhibit the event described in the complaint. Additional unrelated observation not reported by site: the instrument was found to have blade damage at the middle of the blade. Both blade edges were indented. The scissor blades were tinged and showed signs of usage. Due to the damage, the scissors could not be closed completely. The cutting edge did not have corrosion that would have contributed to the blade damage or cutting failure. The probable root cause for the reported broken cable issue could not be determined based on failure analysis results.